Manufacturer narrative:
The real intelligence robotic drill, rob10013, (B)(6), used during treatment, was returned for evaluation. Nothing was visually identified that leads to the reported failure. A functional evaluation was performed, and the reported issue that the drill could not lock the bur can be confirmed. It was noticed that the drill doesn't push the carriage forward during a key performance characteristics (kpc) test. The drill was fully dismantled for further investigation. The drill¿s exposure motor was tested and passed. A burr was inserted into the carriage by hand but wouldn¿t seat properly. The carriage was dismantled, and it was noted that the cap¿s threading had broken. It was also noted that the threaded collet was no longer sitting on the shaft. A known working carriage was used with the suspect drill and a kpc and test case could be performed by loading and locking the burr and did not have any further issues. An engineering review was completed. The exposure motor was tested and found to be responsive. The most likely cause for this event is due to the drill motor being wired incorrectly. The information about this complaint will be shared with manufacturing to disseminate the information to those directly responsible to the quality of the product for awareness with emphasis of the use of the fixture to prevent the recurrence of this failure mode during manufacturing process. No further action is required at this time. The work instruction provided to the assembly team shows how to wire the handpiece correctly. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: case-(B)(4).

Event description:
It was reported that during cori assisted tka surgery, the burr did not lock properly and could be removed easily from the real intelligence robotic drill. Surgery was resumed after a non-significant delay by manual procedure. Patient was not harmed as consequence of the problem.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).